Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise occurred due to a break in the camera unit cable. Water resistance was compromised due to low waterproofing of the cable unit. The most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited no image, image noise, water resistance was compromised, low waterproofing of the cable unit. There was no patient involvement.